Event description:
Automatic blood pressure cuff failed to deflate completely, causing the patient's arm to turn purple. No injury was reported to have resulted.

Manufacturer narrative:
Evaluation summary: failed schiller pb1000 patient data module (pdm) unit was returned to emageon following its replacement at the customer site. Per agreement with schiller, emageon tested the returned unit and confirmed that the blood pressure cuff did not fully deflate within the specified time period. The failure of the cuff to fully deflate was believed by emageon to be caused by a pdm valve that was stuck in a slightly open position. Following our evaluation, emageon returned the unit with findings to schiller ag. At the time of this writing, the device manufacturer, schiller ag, has yet to complete their evaluation of the unit. The schiller pb1000 patient data module is a component of the camtronics physiolog programmable diagnostic computer system (k013032). Camtronics (ER#2129749) is an emageon company (o/o #1220672). This report is submitted by emageon per agreement with schiller ag.